Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment date (B)(4) 2014: in this case the causal role for the synvisc cannot be excluded for the occurence of the events of infection, fever and chills, however, the lack of information regarding the concomitant medications used by the patient, the past medical history and concurrent conditions of the patient precludes the complete case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the patient. This case concerns a (B)(6) year old female patient who developed infection, fever, chills, knee stiffness, knee effusion, severe pain in both knees and synovitis after receiving treatment with synvisc. No medical history, past drugs, concurrent condition and concomitant medication was reported. On (B)(6) 2013, the patient received treatment with synvisc injection (route of administration, dosage regimen, lot/batch number and expiration date unknown) into bilateral knee for an unknown indication. On (B)(6) 2013, the patient missed her second injection (due to death in the family). On (B)(6) 2013, the patient received the subsequent injection. On an unknown date, after an unknown latency, the patient developed infection, fever and chills. On an unknown date in (B)(6) 2013, the patient was hospitalized for the events of infection, fever and chills. It was reported that the patient had knee stiffness, knee effusion and severe pain in both knees. On an unknown date, the patient was diagnosed with synovitis. Action taken: no action taken. Corrective treatment: not reported. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. No further information was provided.